Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse cleaned the ion selective electrode (ise) module components, and calibrated it. The cse ran 5 replicates of quality controls, resulting within range. He then reran the sample in question on an alternate advia instrument, resulting as expected. The cause of the discordant, falsely elevated cl result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated chloride (cl) result was obtained on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cl result.